Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and the transmitter. The customer also reported a cannot find sensor signal alarm. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The transmitter will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.